Event description:
Situation: arterial line catheter stabilization extension set device leaking after insertion. Background: arterial line inserted, pa provider [redacted name], flushed statlock device with no issues. Connect patient to transfer set. After finishing dressing noted to have blood on the sterile site. Arterial line flushed and fluid spewing from stabilization extension set. Assessment: upon inspection tubing noted to be cracked and blood backing back into system. Recommendation: review/report product statlock catheter stabilization device art 4020 inside arterial insertion bundle kit centurion kit art 685. Manufacturer response for arterial line device, statlock (per site reporter). They are investigating multiple complaints related to leaking statlock devices from our hospitals. So far, their letters have told us they are only seeing complaints from the ones from kits.